Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) was due to the front te and ECG a cables being missing, causing the belt to not complete detect and treat testing. The root cause for missing cables was unable to be positively identified. There was no adverse event that resulted from the damaged belt.